Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm during bolus delivery. Customer's blood glucose was 380 mg/dl. Customer reports to have received a loaner insulin pump since hers continuously gave no delivery alarms. Customer was advised that insulin pump could not be registered to her account since insulin pump is not registered to her. Customer reports to have cleared no delivery alarms with infusion set change. No further information provided.